Manufacturer narrative:
(B)(4) d10: segment with male/male taper 200 mm length item: 00585004820 lot: 66651291. Segment with male/female taper 100 mm length item: 00585004610 lot: 66540655. Femoral head 12/14 taper skirted 36 mm diameter +10.5 mm neck length item: 802203605 lot: 3126593. Unknown liner unknown competitor cup. G2: foreign ¿ australia h6: proposed component code: mechanical (g04) - stem. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 1 year post implantation due to joint dislocation. During the investigation, a health care professional confirmed a proximal femur fracture upon review of the provided x-ray. It was confirmed that no further information could be provided.